Manufacturer narrative:
Our records indicate that this lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that this right atrial (ra) lead will be explanted due to an infection. Additional information indicated that the local field representative was not contacted for this explant and has no additional information.